Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/15/2014 with the following findings: the pump booted to the verify screen with dim pink contrast. Moisture observed from behind the display lens. Performed the leak test and found a leak due to a cracked pump case. Opened the pump case and confirmed moisture on the display. Display is dim/fading due to moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.